Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed no image while the device continued to vibrate and function, and charging did not restore the screen. Symptoms included no clinical effects or changes in blood glucose. Outcomes included no interruption of therapy, no alerts or alarms, and arrangements for device replacement while awaiting return of the original. Investigation included review of the reported behavior and return logistics for device evaluation. Investigation of this device revealed a screen visibility malfunction of the ilet user interface/display while core pump functions appeared operative. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display subsystem.